Manufacturer narrative:
The pump was programmed with test minilink and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. There was no lost sensor alarm noted. The pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump and lost sensor alarms. The customer's blood glucose level at the time of incident was 168mg/dl. The customer states they had issues viewing their pump screen. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states they had difficulty reading the pump screen, but the pump was functioning properly. The customer was advised the pump would be replaced and returned for analysis.